Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report initializing screen displayed without manual restart that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.